Event description:
A fail code 810:04. No reports of any patient incident involving this pump

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 810:04 was confirmed. A field corrective action has been initiated.